Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements reaching 170 ohms. Device data was sent to technical services (ts) for review. Data review determined the shock impedance has been steadily increasing over the previous year. Ts discussed the risks associated with high out of range measurements and recommended performing a defibrillation threshold (dft) test. This lead remains in service. No adverse patient effects were reported.